Event description:
Same case as: 2134265-2009-05979. It was reported that post coronary drug eluting stenting treatment procedure, a patient death occurred. The patient initially presented with myocardial infarction (mi) with increasing st values. It was found that there was a 100% occluded lesion in the mid left anterior descending (lad). Pre-dilatation was performed with an unspecified non-bsc balloon. An unspecified thrombosis aspiration catheter was used to clear the thrombus. Next two taxus liberte stents (3.5x24mm and 3.0x32mm) were advanced and deployed at the target lesion. After stent placement, it was confirmed there was 0% residual stenosis and good flow. The patient was treated with plavix and aspirin. The next day, the patient's condition suddenly changed after a "cardiac rupture". Since the patient had cardiac tamponade, the physician treated the patient with pericardial drainage. The event did not resolve and the patient died the same day. The physicians reported assessment of cause of death is "the patient suffered ami and it caused cardiac failure and cardiac rupture. The combination of these caused the patient death". Additionally, the physician felt "there was no relationship between the stents implanted and the patient's death."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.